Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for the peritonitis. Four days after admission, the patient was discharged from the hospital. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. The patient and caregiver were retrained on proper aseptic technique. Dianeal and extraneal therapies were ongoing. Additional information is not available at this time.